Manufacturer narrative:
The conclusions are as follows: the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No abnormality has been found and the lead connection test was successful. The issue described in the complaint could not be reproduced. Based on the available information and the information provided in the complaint description, a lead issue could not be excluded even if correct pacing was noted when connected to another pacemaker (intermittent pacing issue can be seen in case of lead issue). For more details, please refer to the attached analysis report.

Event description:
On november 14th, 2023, the pacemaker (sensia ses01, sn (B)(6), implant date (B)(6) 2014, battery discharge) was replaced by a oto sr, sn (B)(6). Pacemaker working properly at 70bpm, threshold 0.75 v at 0.40 ms and impedance of 704 ohms. Patient with escape rate. During the replacement procedure the sensia ses01 was disconnected and the oto sr, sn (B)(6), was connected to the lead and inserted in the pocket. Correct pacing at 70 bpm was observed in the monitor. When closing the pocket, no pacing was observed in the monitor and the patient was at 38 bpm (escape rate), a small spike is observed from time to time (not effective). Patient felt dizziness, but no loss of consciousness. The device is retrieved from the pocket and the connections were checked. Everything seems to be ok, but no pacing at all. Finally the physician decided to replace the oto sr, sn (B)(6), by another one oto sr, sn (B)(6), pacing properly at 70 bpm and the patient recovers the rhythm. Spikes are checked in the monitor confirming the correct functioning of the pacemaker. The pocket was closed and procedure was finished. The oto sr, sn (B)(6), is available to return for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On november 14th, 2023, the pacemaker (sensia ses01, sn (B)(6), implant date (B)(6) 2014, battery discharge) was replaced by a oto sr, sn (B)(6). Pacemaker working properly at 70bpm, threshold 0.75 v at 0.40 ms and impedance of 704 ohms. Patient with escape rate. During the replacement procedure the sensia ses01 was disconnected and the oto sr, sn (B)(6), was connected to the lead and inserted in the pocket. Correct pacing at 70 bpm was observed in the monitor. When closing the pocket, no pacing was observed in the monitor and the patient was at 38 bpm (escape rate), a small spike is observed from time to time (not effective). Patient felt dizziness, but no loss of consciousness. The device is retrieved from the pocket and the connections were checked. Everything seems to be ok, but no pacing at all. Finally the physician decided to replace the oto sr, sn 316cw2f0, by another one oto sr, sn 316cw664, pacing properly at 70 bpm and the patient recovers the rhythm. Spikes are checked in the monitor confirming the correct functioning of the pacemaker. The pocket was closed and procedure was finished. The oto sr, sn (B)(6), is available to return for analysis.